Event description:
It was reported that there was a cassette detection problem. There was unknown patient involvement.

Manufacturer narrative:
One device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed and found scratched lens. Functional testing found no problems with the device. The pump was found to be fully functional at the time of investigation. The event history log was downloaded and inspected and found small number "high alarm displayed. The reported issue was not duplicated as the device functioned normally at the time of investigation and the ehl low number of alarms found could not associate any fault on the device. Preventative maintenance will be performed.